Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/patient contacted lifescan alleging the one touch ultra 2 meter displayed the battery indicator icon. The medical surveillance specialist was not able to obtain/clarify information from writing follow up questions to the technical service representative (tsr). The patient first noticed the battery indicator at 9 am was not able to test at that time. He said, he took his normal dose of insulin (16 units of novorapid) at this time. At around 4 pm the same day the patient felt sweaty, thirsty, and tired; symptoms he thinks are indicative of high blood sugar. The patient normally takes 16 units of novorapid before breakfast, 18 units of novorapid before lunch and dinner, and 80 units of lantus before bed. The patient adjusts his insulin based on how he is feeling. The patient took 30 units of novorapid instead of his usual 18 units before diner at 5 pm that day. The patient reported that he felt better after about one and a half hours of taking the extra insulin. It was determined during the troubleshooting telephone call the patient did not change the battery per the owner's manual and the product was not new (out of box). This complaint is being reported because the patient alleged he was not able to test on his meter and suffered symptoms he considers indicative of hyperglycemia.